Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure wherein the extensions where explanted due to it causing pain around the pocket site. The patient was doing well post-op. The explanted device were discarded.